Event description:
During a laparoscopic gastric bypass procedure, the third reload did not fire a complete stapli line. A fourth reload was loaded and the same problem occurred. The procedure was completed with another device of the same product. There was no patient consequence.